Manufacturer narrative:
Unity investigation showed the database was updated but the dictation file did not upload to the server. Audit trail showed the exam was read and saved. The exam was re-read by the physician. Logs were unavailable for review as this issue was discovered after they truncated on the station. No further review/investigation will be performed for cause.

Manufacturer narrative:
Merge unity pacs is designed to display a message to the user when an exam report fails to upload to the image server. In this instance, there was no evidence that the physician received the message warning that the report did not upload. When prompted to listen to the voice report, the physician received a message that no voice clip existed. Merge healthcare is continuing to further investigate the allegation from the customer to determine if any corrections or corrective actions are necessary.

Event description:
Merge unity pacs a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On (B)(6) 2017, a pacs user informed merge unity support that a radiologist was reading an exam and went to play the report. The merge unity system reported there was no existing voice clip. Merge unity technical support investigated and determined that there was a "report save" event in the audit trail, but no report existed. To resolve the issue, the exam was re-read and saved. There was no reported adverse event to the patient. However, a missing report has the potential to lead to a delay patient care that may lead to harm. (B)(4).